Event description:
It was reported that the trocar pin snapped off within the female driver. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: #item 00590102100, drill pin and screw inserter, #item 65611018. The cmp was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. For the unknown pin: complaint history review cannot be performed without product identification. Medical records were not provided. For the unknown pin a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.